Event description:
Rptr had to have rods removed after double fusion in 8/93. Pedicle screws inserted with fusion in 6/93. Fusion collapsed, held together by pedicle screws. In 7/94, pedicle screws removed, reconstruction of fusion done, pedicle screws put back in.